Event description:
It was reported in a literature source that the patient had a right shoulder revision. The medial coracoid button slipped, leading to loss of clavicular reduction. The patient did not follow the postoperative rehabilitation protocol and returned to overhead sports at a very early time after the procedure. Both devices were removed and the ac joint was secured by a hook plate.

Manufacturer narrative:
This report is provided based on a literature review. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not available for evaluation, therefore, the event as published in the literature review source could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record could not be performed as the lot number was not provided. The most likely cause of this type of event is non-compliance with the post-op protocol. The product directions for use states post-operatively and until healing is complete, the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. An attempt will be made to contact the author through the publisher for further event information. If additional relevant information is received, a follow-up report will be submitted.